Event description:
It was reported that the pt has no physical symptoms. Pt stated that his blood levels are elevated. Surgeon has communicated to pt that his hip needs to come out. Pt will follow up with surgeon to schedule revision date.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.